Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported physical resistance appears to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily tortuous, heavily calcified, 80% stenosed anatomy. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with angina and an angiogram revealed a de novo lesion in the heavily tortuous, heavily calcified, 80% stenosed mid diagonal coronary artery. A 3.50 x 38 mm xience xpedition stent delivery system was selected for the procedure. The sds was advanced with resistance to the lesion and the stent implant was successfully deployed and the sds was withdrawn from the anatomy with no issues noted. Following deployment of the stent implant, a distal edge dissection was observed. In order to cover the dissection, a xience xpedition stent implant was successfully used. There was no reported clinically significant delay in the procedure. No additional information was provided.